Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: unk. It was reported that a physician attempted arteriotomy closure of an unspecified vessel with the starclose device after an unspecified procedure. Reportedly, "the starclose device did not deploy properly." It was not specified how hemostasis was achieved. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any add'l relevant info.